Event description:
It was reported by the patient that he was able see perfectly after his surgery; but is now wearing glasses again. Patient has been to two (2) different doctors and they advised him to wear glasses. Patient is very unhappy because he went to correct his vision and it is now worse and it has affected his job. To date, the lens remains implanted. The date of occurrence/event was not provided. This MDR is being submitted for the patient's right eye. Patient has a companion lens implanted in his left eye. A separate emdr is being submitted for the left eye.

Manufacturer narrative:
Follow up was performed with the surgeon's office that implanted the intraocular lens (iol). The office indicated that the last time the patient was seen was (B)(6) 2013. At that time the doctor recommended a yag procedure for the left eye. The right eye had a capsulotomy performed in (B)(6) 2012. The patient was referred to a retinal specialist for treatment of cystoid macular edema. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The date of event is unknown.if explanted, give date: not applicable (na), the lens remains implanted.patient's vision is worse.reason for non evaluation: to date the intraocular lens (iol) remains implanted.all pertinent information available to abbott medical optics has been submitted. Placeholder.